Event description:
Rptr had bilateral implantation of silicone gel breast implants. She had excessive gel leakage resulting in autoimmune disease, rheumatoid arthritis, neurological disease, lupus & complete disability.